Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, upon stomach stapling, both reloads did not fire. The surgeon was able to press the green button but could not squeeze the handle. Reloads were replaced to complete the surgery. There was no patient injury.